Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient, the iabp had a "maintenance code #7" alarm generate. It was recommended to the registered nurse (rn) to switch the iabp for another to continue therapy. No patient harm or serious injury was reported and there was no adverse event reported either.

Manufacturer narrative:
As per getinge service territory manager (stm) the customer evaluated the intra-aortic balloon pump (iabp) and replaced the power supply cooling fan. All repairs and tests were performed by the customer. The iabp was then cleared for clinical service.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient, the iabp had a "maintenance code #7" alarm generate. It was recommended to the registered nurse (rn) to switch the iabp for another to continue therapy. No patient harm or serious injury was reported and there was no adverse event reported either.

Manufacturer narrative:
Upon review of this record, it was noted that the new awareness date previously reported on ((B)(4) 2018) was not reported with the appropriate date the information was first reported. The date the information was first reported was (B)(4) 2018.

Event description:
It was reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient, the iabp had a "maintenance code #7" alarm generate. It was recommended to the registered nurse (rn) to switch the iabp for another to continue therapy. No patient harm or serious injury was reported and there was no adverse event reported either.